Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
The customer reports during using the trocar, the obturator broke.

Manufacturer narrative:
One decontaminated sample with lot number 13g004fhx was received for evaluation. The manufacturing site did conclude that the unit packaging and the trocar rod were returned. The catheter was not returned. Examination of the trocar rod assembly finds that the ball disconnects from the rod easily. During the manufacturing process there is a hole drilled in the ball that is smaller than the rod. The rod is forced into the ball creating and interference fit, which keeps the ball in position. After each assembly a 100% pull test is carried out to ensure the ball does not disconnect from the rod. Updates to the manufacturing process were complete where the 100% pull test was updated to include a sensor where the next rod could not be assembled if the pull test was not carried out, therefore ensuring the pull test is complete on each unit and none missed. Also at the same time, a torque specification was introduced for the rod and ball junction. As part of qa sample inspection a twisting motion is applied to the ball to disconnect it from the rod. This measures the torque required to break the junction and it is monitored throughout the manufacture of the batch to ensure it remains above specification. The complaint sample was manufactured prior to the process improvements being implemented therefore no further actions will be taken. A review of the complaint tracking system for previous complaints against the lot number found no previous complaint. The associated data will be fed into the risk management quarterly report. If information is provided in the future, a supplemental report will be issued.